Event description:
It was reported that the device shifted after it was released. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was successfully released in the laa of the patient after all release criteria was met. After the closure device was released, it shifted proximal and into an unacceptable position. The physician attempted to retrieve the closure device but during the exchange of sheaths the patient experienced st segment elevation. A coronary angiogram was performed but with no intervention. The patient went into ventricular tachycardia and was shocked and cardiopulmonary resuscitation was performed. The procedure was ended with the closure device remaining in the patient. The patient was moved to the intensive care unit to recover from this event and is expected to make a full recovery.